Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device appeared to powered off by itself several times during a patient event. Medical personnel advised that when they would pick up the device or press on it, the device would power off. As a result, defibrillation may not have been possible if it were necessary. Physio has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device appeared to powered off by itself several times during a patient event. Medical personnel advised that when they would pick up the device or press on it, the device would power off. As a result, defibrillation may not have been possible if it were necessary. Physio has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Event description:
The customer contacted physio-control to report that their device appeared to powered off by itself several times during a patient event. Medical personnel advised that when they would pick up the device or press on it, the device would power off. As a result, defibrillation may not have been possible if it were necessary. Physio has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
Device code, of the initial medwatch report indicated: 1475. Device code, of the initial medwatch report should have indicated: 1001. Narrative text, of the initial medwatch report indicated: code # 2692 - na. Code # 1475 - unlabeled. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Narrative text, of the initial medwatch report should have indicated: code # 2692 - na. Code # 1001 - unlabeled. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Information for supplemental medwatch report: physio-control evaluated the customer's device and verified the reported issue. Physio determined the cause of the reported issue was determined to be due to loose battery pins in battery well #2. Physio replaced the battery pins and completed other unrelated repairs. Following device repairs, proper device operation was confirmed during functional and performance testing. The device was subsequently returned to the customer.